Event description:
It was reported that device had a cassette that did not properly attach. The device issue was not related to physical damage/abuse, the unit was not dropped, and there was no delay in therapy. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been in for service in the past. Visual evaluation of device showed fluid ingression/loose downstream occlusion (dso) seal. Error log review showed that the cassette not attached properly alarm occurred. Cassette not properly attached was duplicated by functional testing. An alarm of cassette not attached properly occurred after the latch was moved to the closed position. The cause is fluid ingression caused the dso sensor to fail. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.